Event description:
It was reported that while completing a da vinci s prostatectomy surgical procedure, the surgical staff noticed "black carbon fiber" from the large needle driver instrument and the endowrist prograsp forceps instrument had fallen into the patient. The area was irrigated, but not all of the "black carbon fibers" were removed. Incident did not significantly lengthen the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.